Manufacturer narrative:
During follow-up, the patient reported no defect or malfunction with the catheters that may have contributed to the reported problem, and she did not know the lot numbers of any of the units. The patient provided another catheter product model number, f18, but was unable to confirm which product or lot number of the product she was using at the time of the infection.

Event description:
Intermittent catheter patient (user) said she acquired a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient reported that she was prescribed antibiotics, took the full course, and recovered fully from the uti.